Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/22/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: pain and deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported a left side "deflation and pain." Device remains implanted.